Manufacturer narrative:
Investigation: DHR review for batch 7001986 (p/n (B)(4)): manufacturing dates: 2/07/2017 ¿ 2/08/2017. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001986 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo was received by bd canaan and was evaluated. A large piece of unidentified green fm was seen on the stopper in the fluid path. The fm could not be identified from the one photo received. Based on the sample evaluation: bd canaan was able to confirm the customer's indicated failure. Root cause: undetermined - based on the investigation results to date, the source of fm could not be determined and root cause not found. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that green particles were found in the syringe barrel of a bd plastipak¿ 5ml luer-lok¿ syringe during use. No injury or medical intervention.